Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient said that they received a new handset and wanted assistance pairing it to their communicator and connecting with their ins. When talking about equipment needed to connect to ins, patient originally stated that they charged the communicator overnight and it doesn't work anymore/it doesn't charge. After asking clarifying questions, patient confirmed that that was in reference to the handset and not the communicator and confirmed on the call that the communicator was able to power on. Patient did say that they think the np at the doctor's office gave them the wrong battery (clarified patient meant communicator) because they said it looks used. Patient said when the box was opened at implant, they had the newer communicator but at some point at an appointment, the np switched communicators with the patient. Patient said they haven't used the external devices in forever and did not use them when they got really sick (see rtg0419925 in regards to patient being ill and other medical issues). Helped patient power on communicator and confirm that communicator was charged and able to power on. Clarified that communicator was working as intended. Helped patient pair their new programmer to their communicator and communicate with their ins. While connecting to ins, patient mentioned "this thing was killing me the other night" and clarified that the "battery in my back" feels sore sometimes when they're sleeping because it's close to the skin. Patient said it's not a bad pain and it doesn't happen all of the time but if they're laying on their back or on my side sometimes. Patient said it's sore when they touch it, like a dull soreness and said it's always been like that (since implant). After connecting to ins and viewing settings, patient mentioned therapy issues, see rtg0419925 for previously documented therapy issues. In addition to the symptoms recorded in rtg0419925, patient said after changing to the program they're currently on, they are having a hard time going to the bathroom. Patient said they get the signals that they have to go, but have a hard time actually going. Patient said the ins helps for bowel but not for the bladder. Patient said when they weren't sick (rtg0419925), the ins still didn't work that great. Patient said they take softener things for the bowel. Redirected to healthcare provider (hcp) to discuss soreness by the implant site and reviewed general therapy guidelines to help with therapy. Also sent patient replacement communicator cord. Patient said they wanted to stay on their current settings and monitor their symptoms